Event description:
It has been reported to philips that stand movement was not available. Restarting did not resolve the issue. The device was in clinical use at the time of the reported event and there was a delay in the procedure. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the power supply which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during diagnosis procedure. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) examined the system onsite and confirmed that the stand movement was not available. Upon troubleshooting fse found the issue to be an intermittent component inside the power supply in the stand. The defective parts were returned for analysis, for power supply, malfunction was not observed. To resolve the issue, fse replaced the power supply in the stand. After replacement, the system returned to use in good working order. This reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: the allura IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system:¿warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. ¿ cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ if a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.